Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the bd nexiva¿ closed IV catheter system after insertion blood was leaking from the self-sealing septum. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: MDR level a investigation: DHR review: all challenges and samples related to the complaint were performed successfully qn review: no issues were identified relating to the complaint during production of the batch eura review: causes of the defect idenified in the eura could not be confirmed without a sample. This incident does not exceed what is considered acceptable in the eura. Sample analysis (photo): the picture showed a drop form on the back of the septum assembly. The defect was confirmed through the investigation conclusion: the root cause was not identified during the investigation.